Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation, however, it was reported the leaflet of a non-medtronic valve caused the occlusion.

Event description:
Medtronic received information that following the valve-in-valve implant of this transcatheter bioprosthetic valve, into a failed non-medtronic surgical valve, electrocardiogram (ECG) changes showed a partial obstruction of the left main coronary artery due to a leaflet of the non-medtronic valve. Percutaneous coronary intervention (pci) was performed and a stent was placed in the left main artery. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.